Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03387. It was reported the patient's scs ipg pocket site and scs lead incision sites were re-approximated on (B)(6) 2014 due to not healing properly. Follow-up identified the issue resolved with the surgical intervention as both the patient and surgeon are "happy" with the healing progress of the sites.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.